Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/16/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/30/2015 with the following findings:the battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. The battery compartment was observed to be cracked. The test battery cap was able to fully tighten. The pump would not power on and there were no audible tones or vibratory alerts, and the display remained blank. The pump casing was removed and there was evidence of moisture contamination found throughout the inside of the pump. Unrelated to the original complaint, investigation revealed a crack in the pump casing in the upper and lower right hand corners of the display area, and that the audio bolus button cover was torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.